Manufacturer narrative:
B5: literature citation: argirova m, hadjiski o, victorova a. Acticoat versus allevyn as a split-thickness skin graft donor-site dressing: a prospective comparative study. Ann plast surg. 2007 oct;59(4):415-22. Doi: 10.1097/sap.0b013e3180312705. Pmid: 17901734. Additional information: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation and no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The medical review could not establish a link between the product and harm within this complaint. Users of the device are advised to consult the instructions for use, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Argirova, m., hadjiski, o., & victorova, a. (2007). Acticoat versus allevyn as a split-thickness skin graft donor-site dressing: a prospective comparative study. Annals of plastic surgery, 59(4), 415-422. Doi: 10.1097/sap.0b013e3180312705.

Event description:
On the literature article named "acticoat versus allevyn as a split-thickness skin graft", the authors of the study reported that, during the use of allevyn to treat a donor site wound, a local infection with p. Aeruginosa was observed in 1 patient on the fourth day from the start of treatment. It is unknown whether and how the adverse event was treated. The patient's outcome indicates that on the eight day and until the end of the treatment, no local infection was observed.